Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain,side pain') in a (B)(6) female patient who had essure (batch no. 848836,826629) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective,unilateral occlusion (right tube occluded". On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("menorrhagia") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2016, the patient was found to have a pregnancy with contraceptive device ("pregnancy (termination)"), 3 years 7 months after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), alopecia ("hair loss"), vulvovaginal pain ("vaginal pain") and abdominal pain ("abdominal pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes),). Essure was removed on (B)(6)2017. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, pregnancy with contraceptive device, weight increased, alopecia, vulvovaginal pain and abdominal pain outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as elective abortion. The reporter considered abdominal pain, alopecia, dysmenorrhoea, menorrhagia, pelvic pain, pregnancy with contraceptive device, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: unilateral occlusion (right tube occluded). Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 26-dec-2019: pfs received : lot number added. Previously reported event injury was updated with new events. Following events were added : abnormal bleeding (vaginal, menorrhagia), pregnancy (termination),dysmenorrhea (cramping), pain, weight gain / loss specify which one: weight gain, hair loss, device ineffective, vaginal pain, pelvic pain, abdominal pain. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain,side pain') in a 36-year-old female patient who had essure (batch no. 848836-inv,826629-inv) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective,unilateral occlusion (right tube occluded)". On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("menorrhagia") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2016, the patient was found to have a pregnancy with contraceptive device ("pregnancy (termination)"), 3 years 7 months after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), alopecia ("hair loss"), vulvovaginal pain ("vaginal pain") and abdominal pain ("abdominal pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, pregnancy with contraceptive device, weight increased, alopecia, vulvovaginal pain and abdominal pain outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as elective abortion. The reporter considered abdominal pain, alopecia, dysmenorrhoea, menorrhagia, pelvic pain, pregnancy with contraceptive device, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: unilateral occlusion (right tube occluded). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-jan-2020: update of information (batch is inv). A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain,side pain') in a 36-year-old female patient who had essure (batch no. 848836-inv,826629-inv) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective,unilateral occlusion (right tube occluded". The patient's medical history included pregnancy (date of birth 08-08-2001 date of birth (B)(6)2012), gravida ii, parity 2 and anxiety. Concomitant products included ibuprofen. On (B)(6)2012, the patient had essure inserted. In (B)(6)2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("menorrhagia") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6)2016, the patient was found to have a pregnancy with contraceptive device ("pregnancy (termination)"), 3 years 7 months after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), alopecia ("hair loss"), vulvovaginal pain ("vaginal pain"), abdominal pain ("abdominal pain") and device dislocation ("the left sided essure micro- insert appears to be located in the left adnexa") and was found to have weight increased ("weight gain"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes),). Essure was removed on(B)(6)2017. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, pregnancy with contraceptive device, weight increased, alopecia, vulvovaginal pain, abdominal pain and device dislocation outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as elective abortion. The reporter considered abdominal pain, alopecia, device dislocation, dysmenorrhoea, menorrhagia, pelvic pain, pregnancy with contraceptive device, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: abnormal. Location of the left essure micro- insert external. To the left fallopian tube_ left fallopian tube remains patent. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2012: unilateral occlusion (right tube occluded). Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)2020: mr received: new events: device dislocation was added. Medical history, concomitant drug , reporter was added based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain,side pain') in a 36-year-old female patient who had essure (batch no. 848836,826629-inv) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective,unilateral occlusion (right tube occluded". The patient's medical history included pregnancy (date of birth (B)(6) 2001. Date of birth-(B)(6) 2012), gravida ii, parity 2 and anxiety. Previously administered products included for an unreported indication: mirena and depo provera. Concomitant products included ibuprofen. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("menorrhagia") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2016, the patient was found to have a pregnancy with contraceptive device ("pregnancy (termination)"), 3 years 7 months after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), alopecia ("hair loss"), vulvovaginal pain ("vaginal pain"), abdominal pain ("abdominal pain") and device dislocation ("the left sided essure micro- insert appears to be located in the left adnexa") and was found to have weight increased ("weight gain"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes),). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, pregnancy with contraceptive device, weight increased, alopecia, vulvovaginal pain, abdominal pain and device dislocation outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as elective abortion. The reporter considered abdominal pain, alopecia, device dislocation, dysmenorrhoea, menorrhagia, pelvic pain, pregnancy with contraceptive device, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: abnormal. Location of the left essure micro- insert external. To the left fallopian tube_ left fallopian tube remains patent. 6 coils in right tubal ostia seen micro insert placed 4 coils seen diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: unilateral occlusion (right tube occluded). Imaging procedure - on (B)(6) 2012: not provided. Both lot numbers lot # 848836,826629 are invalid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-feb-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.